Event description:
On (B)(6) 2011, the pt was implanted with one gore tag thoracic endoprosthesis. The pt was treated for a penetrating atheromatous ulcer with distal thoracic aorta. One month status post endothoracic stent grafting, the pt presented with chills and positive blood culture. CT demonstrated air in the excluded hematoma consistent with an infected graft. On (B)(6) 2011, the pt underwent a surgical procedure to remove the previously placed endograft. Intraoperative findings included: frank pus in the excluded aneurysm. This area was adherent to the lung. Adhesions of the lung to the aneurysm were dissected. At the densest area of the adhesions the lung was essentially in communication with pus. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.